Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up, a rising lead impedance and episodes of noise were noted on the rv lead. No intervention has been done as the lead remains implanted and will be monitored. The patient was in stable condition.

Event description:
Additional information indicates that the right ventricular pacing lead impedance was gradually increasing over the last year. The physician capped and replaced the lead during a generator changeout (B)(6) 2019 and the patient was stable throughout.